Event description:
It was reported that there was moisture in the battery compartment, and the insulin pump would not turn on. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion inside the battery tube and battery cap.